Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable locking nut was confirmed via visual analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately 9 days ((B)(6) 2020-(B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. The log file did not contain any notable events. Pump operation was not affected. Damage to the black power cable locking nut was observed prior to testing. Despite the damage to the locking nut, the system controller was able to pass all preliminary and functional testing. The controller was able to charge and operate as intended. The controller was run for an extended period on a mock loop and supported pump function during this period. The root cause of the reported damage to the connector nut was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black ring at the power cable is damaged. Controller was replaced.